Manufacturer narrative:
Product complaint (B)(4). Investigation summary: examination of the returned device confirms the reported event; the larger balseal post was chipped. Furthermore, the larger spring component was deformed and the smaller post and spring component was broken off at the base. Root cause and corrective action are documented in the CAPA system. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
2 broken attune arc surfaces were reported broken by central sterile at (B)(6) medical center. There were no issues other than replacements need to complete trays.